Event description:
Removal of dental implant. The clinician reported the implant was placed and removed the same day because of patient poor oral hygiene.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The damage to crest module was attributable to removal of the implant.